Manufacturer narrative:
A possible contamination of the reaction bath is excluded as the root cause since ise testing does not use the reaction bath the same way that photometric assays do. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general reagent problem has been ruled out. The customer has had no further related service visits.

Manufacturer narrative:
Samples were aliquoted by a modular pre-analytics system, and one sample was manually loaded. No specific details were provided as to which sample was manually loaded. The customer has had a similar issue in the previous 12 months.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained that they were receiving multiple questionable results on both their ion selective electrode (ise) results and general chemistry assays tested on a cobas 6000 c (501) module. The customer stated that approximately 20 samples were in question. The customer provided 1 example of 1 patient result for crep2 creatinine plus ver.2 (crep2) that is a reportable malfunction. The initial crep2 result was 6.7 mg/dl with a repeat result of 0.7 mg/dl. The initial crep2 result was released outside of the laboratory but was questioned by the nurse. The repeat testing was performed on another analyzer and was deemed to be correct the patient was not treated based on the initial crep2 result. There were no adverse events. The crep2 reagent lot was 257910 with an expiration date that was requested but not provided. The field engineering specialist found the incubator water bath was contaminated. He cleaned out the water bath and inspected the reaction cells to ensure no further contamination. He also checked and adjusted the gear pump pressure and cleaned the drain screens. He performed a batch exchange and cell blank. After completion of maintenance activities the customer ran for over an hour without any errors or complaints. The c501 is considered back in service.